Event description:
Customer reported an issue with the pump time being incorrect, and the discrepancy between the displayed and actual time was more than five minutes. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to update the pump time and was advised to monitor the situation and report back if the discrepancy occurs again.